Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. It was noted that the battery would not charge up to turn on. Also, the lead was replaced due to high impedance and the patient was not getting stimulation into the lower extremities. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients battery was non-functioning. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients battery was non-functioning. The patient will undergo an ipg replacement procedure.